Event description:
A patient reproted experiencing inaccurate high results with a surestep enhanced meter. The patient's blood glucose results were 393, 222, 187, 128, 234, 500mg/dl. Tests were done within minutes with a difference of 53%. Patient did not experience any adverse events. No further information has been reported.